Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that a leakage was observed at the air elimination filter of the extension after 48hrs of installation. Returned to normal by changing the cassette with a new one with a different lot number. No patient injury was reported.